Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The patient was noted to have a hematoma. Additional information indicated that the patient felt pain on the site due to infection. Samples were taken and sent to the laboratory which then prompted the physician to remove the entire system and the patient was treated with antibiotics. The pacemaker was explanted. There were no additional adverse patient effects reported.